Event description:
On 10/20/2004, the patient contacted lifescan and reported that he was having an issue with the test strip port on the meter. He reported that when he puts the test strip into the meter, the laminated part of the strip gets separated, and then he cannot get the strip in any further. The meter is a new, out of box product. He was not experiencing any symptoms at the time of concern. He contacted his doctor regarding this issue and was advised to call lfs. He did not have any test strips or control solution with him at the time of call. Therefore, further troubleshooting could not be done. He did not receive any medical attention or treatment. The patient did not allege any harm and based on the information provided, there is no information to suggest that he experienced any injury due to the meter. However, strips were being peeled due to a damaged test strip port. Due to this unresolved issue, there is an indication that the meter malfunctioned. A replacement meter, test strips and control solution were sent to him.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.